Event description:
It was reported that, during a navio ukr procedure, the data in the planning screen was also off, showing 12 degrees of varus for a lateral uni, surgeon noted after case that it was not in varus. After cutting, they noted that the tibia rotation was off and had to readjust with a rasp and use a bigger poly (12 mm). This contributed to delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, (B)(6) used in treatment was not returned to the designated complaint unit for evaluation. The navio surgical system log files and/or case files were not provided to the designated complaint unit for evaluation. Therefore visual and functional inspections could not be performed, and an assessment of the log files and/or case files could not be performed. The reported problem could not be confirmed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. This situation is captured in the navio risk assessment released at the time of the complaint. Although the reported problem could not be confirmed, a contributing factor to the reported issue could be due to the reported error where the intercondylar eminence ridge collection was "not consistent with other landmarks.¿. This error occurs when the projection of the collected tibial intercondylar eminence ridge into the tibial anatomic transverse plane lies at an angle of greater than 45 degrees from tibial ap anatomic axis. It is possible that any number of the tibia landmarks were collected incorrectly, leading to the error. It is also possible that the anterior/posterior tibial axis was inaccurately established in trying to by-pass this error. The axis of the point probe determines the anterior/posterior axis, and the initial component is rotated to the point probes rotation in the implant planning stage. If the point probe was rotated inaccurately, then the placement of the implant on the inaccurately rotated tibia may have resulted in the reported 12 degree varus implant. Refer to the user¿s manual when collecting tibia landmarks, including the intercondylar eminence ridge. The collection will reference the axis of the point probe, and provides the anterior/posterior axis. Lay the probe approximately half-way up the tibial spine to represent the sagittal cut. The probe¿s rotation will set the initial component rotation during the implant planning stage. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Manufacturer narrative:
H3, h6: the navio surgical system us, pn: ornpfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. It could not be confirmed that the knee was not in varus post-operatively. The postop baseline collection shows the knee in 5 degrees varus at 3 degrees extension. This collection evaluates the patient's post-operative alignment at the collection closest to zero degrees where the bones are in contact and without stress applied. The preop neutral position collection of the knee was taken at 14 degrees hyperextension. The system derives the varus/valgus angle from the neutral position collection. Therefore, the planned alignment (varus/valgus) of the knee will also be at 14 degrees hyperextension. A more realistic alignment would have been displayed had the neutral position been collected closer to zero degrees. In addition, the postop stressed gap assessment displayed the live read-out of the knee being in 10 degrees valgus at 122 degrees of flexion. The planned alignment was 11 degrees of varus. The comparison between these two values is not advised because the post-operative live read-out of the knee was not shown in the neutral position. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded that, based on the product evaluation, ¿the multiple data-collection technique variances resulted in values that were incompatible for comparison. The assessed patient impact was the reported modified surgical procedure with implantation of a thicker-than-planned (12mm) poly and subsequent 0-30 minute surgical extension could not be determined. It was reported that the procedure was successfully completed without patient injury/harm or other complications. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.¿ although the reported problem could not be confirmed, a contributing factor could be that the preop neutral position collection of the knee was taken at 14 degrees hyperextension. Had the pre-operative neutral position been collected closer to zero degrees flexion, a more realistic pre-operative alignment and planned alignment may have been displayed. Another contributing factor could be a comparison between the postop stressed gap assessment at 122 degrees of flexion showing 10 degrees valgus, and the planned alignment taken from the neutral position (taken at 14 degrees hyperextension) showing 11 degrees varus. In addition, stress to the collateral ligament is also applied when collecting the postop stressed gap assessment. The varus/valgus live read-out is dependent on the stress the user applied to the knee. Refer to the navio user's manual when collecting the neutral position. Place the leg in the neutral position, applying slight compression. This situation is captured in the navio risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio ukr procedure, the data in the planning screen was also off, showing 12 degrees of varus for a lateral uni, surgeon noted after case that it was not in varus. After cutting, they noted that the tibia rotation was off and had to readjust with a rasp. This contributed to delay greater than 30 minutes. No other complications were reported.